Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03724. The pt reported he experiences his charging system becoming hot while charging which causes discomfort at his scs ipg pocket site. The pt also reported he uses the charging pouch. A replacement charging system (low energy) has been sent to the pt. Follow-up identified per the pt's spouse, the pt has received the replacement charging system and is "doing ok with it." On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.